Event description:
It was reported that while using the surgical fiber during a prostate procedure, a "stroboscope" issue was observed (the systems fiberlife mode was activated) at 167,144 joules of use. The case was completed using a second fiber. "No damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber's glass caps was found to be detached and the fiber broken proximal to the fusion zone; there was no indication or report of any part of the device remaining inside the pt. The metal cap showed signs of char and detritus. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or anatomical/procedural factors encountered during the procedure.